Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b3 (date of event should be blank in the initial medwatch as it is unknown), h6 - 4111 should be removed as there is no response from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the result of the investigation, the bending section cover was broken and the angulation was locked, likely due to the application of irregular stress during device handling by the user. The cause of the foreign material found in the biopsy channel was likely due to reprocessing that was not conducted properly. However, a definitive root cause could not be identified. The event "foreign material in the biopsy channel" can be inspected by following instructions for use which states: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. The event "angulation was locked" can be detected by following instructions for use which states "urf-v3/v3r operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope_ inspection of the bending mechanisms" and prevented by "urf-v3/v3r operation manual - important information ¿ please read before use_ precautions :do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. :do not coil the insertion tube, universal cord, or video cable with a diameter of less than 10 cm. Equipment damage may result. - chapter 4 operation 4.1 warnings and cautions: operation :do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. :do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. - chapter 4 operation 4.2 insertion_ when the ureteral access sheath is used :do not insert or withdraw the endoscope from the sheath while the bending section is angulated, and do not perform angulation control while the bending section is in the sheath. The insertion tube could be damaged." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that the bending section cover of the videoscope was perforated and leaking due to mechanical damage. Inspection also found the biopsy channel had foreign material and angulation was locked and could not be disengaged. There were no reports of patient involvement.